Event description:
It was reported that the cadiere forceps instrument had a broken cable. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not know the event date, when the issue was identified, the procedure name, if a fragment fell into the patient, if there was any patient harm or injury, if there was a procedure, nor if the procedure was completed.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 471049-8/lot#: k10211013-0041) associated with this event was performed. Per logs, the instrument was last used on 17-may-2022 on system sl0032. The instrument had nine uses remaining after last use. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and it is unknown fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The product is not implantable.

Manufacturer narrative:
Additional information found in: d9, h2, and h3 analysis information can be found in the following fields: h6 h10 d02- intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.